Manufacturer narrative:
The supplier verified the failure of power up test fails code 9. The supplier repaired lifted pads at c8 and c441. The supplier also replaced r7, r424,r432 and r88 which were electrically defective. The board then passed testing. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board will be returned to stock.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shutdown suddenly while in use on a patient, and when they restarted it, the display got blue and the iabp did not start up. The company distributor also reported that after their inspection of the iabp at that time, they found that the video generator board should be replaced. The distributor installed the new board, and then the iabp emitted error message ¿power-up test fails code #9. The distributor also stated that they revised the connectors and cables, but still they were unable to resolve the issue. No patient harm, injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shutdown suddenly while in use on a patient, and when they restarted it, the display got blue and the iabp did not start up. The company distributor also reported that after their inspection of the iabp at that time, they found that the video generator board should be replaced. The distributor installed the new board, and then the iabp emitted error message ¿power-up test fails code #9. The distributor also stated that they revised the connectors and cables, but still they were unable to resolve the issue. No patient harm, injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shutdown suddenly while in use on a patient, and when they restarted it, the display got blue and the iabp did not start up. The company distributor also reported that after their inspection of the iabp at that time, they found that the video generator board should be replaced. The distributor installed the new board, and then the iabp emitted error message ¿power-up test fails code #9. The distributor also stated that they revised the connectors and cables, but still they were unable to resolve the issue. No patient harm, injury or adverse event was reported.

Manufacturer narrative:
An engineer of the getinge authorized distributor evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the video generator board was replaced. All functional and safety tests were passed to factory specifications and the iabp was returned to clinical use. In addition, our national repair center (nrc) performed inspection of the video generator board and no visual damage was observed. The nrc then installed the video generator board into the cardiosave test fixture and tested the board to factory specifications per service manual and verified the reported failure ¿power up test fails code #9¿. The nrc has sent the board to the supplier for failure analysis per procedure.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shutdown suddenly while in use on a patient, and when they restarted it, the display got blue and the iabp did not start up. The company distributor also reported that after their inspection of the iabp at that time, they found that the video generator board should be replaced. The distributor installed the new board, and then the iabp emitted error message ¿power-up test fails code #9. The distributor also stated that they revised the connectors and cables, but still they were unable to resolve the issue. No patient harm, injury or adverse event was reported.